Event description:
It was observed by the philips field service engineer (fse) that there was a broken battery pin there was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
1218950-2018-01595 follow up was mistakenly reported as -002 and should have been follow up -001.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was duplicated during lab tests. The failure was located to j1 pins 4 found to be damaged/missing on the returned battery pca. The available information is consistent with a malfunction of the battery pca. Philips cannot rule out a malfunction of the battery pca as the cause was not determined to be caused by use outside normal and expected. A formal corrective and preventative action project was opened to address an increase in the failure rate that was detected. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.